Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty ups battery. The battery was replaced. The replaced battery was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the uninterruptible power supply (ups) on the imaging system was not maintaining a proper charge. The system was not plugged in. No patient was present during the time of the reported incident.